Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at the device change out time, the lead could not break ventricular fibrillation. A different lead was used. No patient complications have been reported as a result of this event.